Event description:
It was reported that the patient presented to the hospital for a generator replacement procedure. During the procedure, the pacemaker was unable to be programmed upon device interrogation attempts with different programmers. Another programming attempt was performed post-procedure and was successful. The pacemaker was not used and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of communication or transmission problem was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis performed found no anomaly, the device was able to be interrogated and programmed successfully throughout analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.